Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1934401 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 5f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury and the patient¿s outcome or status after the mynx event was recovered. The intended procedure was diagnostic peripheral with a retrograde approach. The deployer¿s mynx training status was trained. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was the presence of calcium in the vicinity of the puncture site. There was no pta, stent, or vascular graft in the common femoral artery. The mynx vcd was prepped according to IFU instructions. The device was stored as per the labeling. No patient information is available. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the balloon on a 5f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury and the patient¿s outcome or status after the mynx event was recovered. The intended procedure was diagnostic peripheral procedure with a retrograde approach. The deployer¿s mynx training status was trained. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. There was no pta, stent, or vascular graft in the common femoral artery. The mynx vcd was prepped according to the IFU instructions. The device was stored as per the labeling. No patient information is available. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned. Per visual analysis, button 1 and button 2 were not depressed, the syringe was connected to the device with the stopcock open, the procedure sheath was locked on the sheath catch, and the sealant was observed to have remained in the manufacturing position, exposed to blood as received. Per functional analysis leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 2.5 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f1934401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event the reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 2.5 mm from the balloon proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcification reported, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.